Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the guidewire broke. During a tavi procedure, when introducing the amplatz guidewire into the closure system, the guidewire broke at the floppy part. The device was exchange to complete the procedure with no patient consequences.

Manufacturer narrative:
Device evaluated by MFR: the device arrived stuck inside an additional device. The distal end (core wire) was uncovered and kinked. The tip of the covering section of the device is stuck in a secondary device. The length of the core wire is approximately 260 cm from its proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported the guidewire broke. During a tavi procedure, when introducing the amplatz guidewire into the closure system, the guidewire broke at the floppy part. The device was exchange to complete the procedure with no patient consequences.